Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had high temperature. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device tested above heat specification. It was observed that the bearings were damaged, which caused the excessive heat. Therefore, the reported condition was confirmed. It was determined that there was corrosion caused by immersion during cleaning. It was further determined that the cleaning, sterilization, and/or maintenance procedures were not followed as per the directions for use (dfu). The assignable root cause was determined to be due to improper cleaning, which is user error, abuse, and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.